Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Failure to follow instructions - back artery wall stick. Evaluation of the returned device found both cuffs successfully captured the needles and the rail suture end was cut. This is indicative of successful needle deployment and suture retrieval. A suture break was detected at the knot. As the suture knot was advanced to the arterial surface, it stitched through the back wall. Subsequently, the suture broke while being removed from the access site. Based on the investigation findings, the root cause for the suture break at the knot is incorrect technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the suture was deployed, however, no hemostasis was achieved. The proglide device was removed uneventfully and a second proglide device was used. The physician commented that "the proglide device was possibly inserted 'too far' in to the artery" because when the device was being retracted for proper position the "back wall was pinched to the front wall". The foot was parked and the device was removed; however, the patient presented with a "cold foot" (diminished pulse). The patient was taken to surgery and a cut down procedure was performed and hemostasis was achieved surgically. The patient is reported to be doing fine. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.estimated date (date of event reported as either (B)(6) 2010 or (B)(6) 2010).(B)(4). Devices #1 - proglide (part #12673-03; lot #930396h) are being filed under a separate medwatch MFR number.